Event description:
During a procedure on (B)(6) 2013, a surgeon noted the locking cap pop off the titanium locking screw synapse implant. It was reported that the cap had high stress across the construct from deformity. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This is 1 of 3 reports for the same event. Placeholder.

Event description:
This is 1 of 3 reports for the same event, complaint #(B)(4).